Event description:
Heavy painful periods, lots of blood clots, hair falling out, real bad headache, it feels like something poking me on my side. Teeth is sensitive, stomach hurts all the time. (B)(4).